Manufacturer narrative:
An investigation of the incident is currently underway and a follow-up will be submitted should additional information become available following investigation.

Event description:
Leica microsystems (B)(4) received a complaint from (B)(6) stating that the power cord connecting the microscope to outlet became unusable due to an issue with the power cord. A visual inspection showed that this cord overheated, melted and charred. This did not affect the microscope as this is separate from the microscope. There was no patient injury reported. The procedure was completed with another device.

Manufacturer narrative:
A review of the service history was performed and it did not reveal any information which could explain the complaint. In addition, an investigation of the defective components was conducted. A microscopic analysis was performed on the charred components ((I)defective plug of the mains power cord and (ii) appliance inlet connector including fuse and fuse holder). As root cause, an improper connection of the power cord plug into the appliance inlet was identified. This resulted in a bad electrical connection with high resistance that subsequently led to the observed overheating and charred components. The defective surgical microscope was repaired on site and the defective components were replaced. The repaired surgical microscope was returned to service at the customer.